Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient experienced skin erosion around the pump site, it was showing through the skin. The pump was emptied and wound care was preformed pre-explant. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury. It was noted that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. The pump was returned and it passed all testing in the laboratory; no anomalies were identified. The catheter was returned and visual inspection identified that there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.